Manufacturer narrative:
Device will not be returned for investigation. If the device or additional info becomes available, it will be reported on a supplemental report.

Event description:
Stryker clinical research associate, reported of a lateralization of lag screw and sent op report, sae.